Event description:
During an open radical prostate procedure, the device was not coagulating properly and was only cutting through tissue rather than sealing vessels. Not noted how case completed. Not patient consequence.